Event description:
It was reported that noise was noted on rv (model 6943) egm, on (B) (4) and in clinic, with arm movement. The noise could not be reproduced in ep lab via device or analyzer. It was also reported that the lv lead (model 4193) dislodged. Both leads were explanted and replaced. The ICD was also replaced, since the physician said the noise could have come from the device header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. Full lead in segments returned and analyzed.